Event description:
It was reported the device was explanted and returned due to the safety alert. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. Further review of the device memory reports indicate the device was functioning at the time of explant.

Event description:
Returned for safety alert and subsequently tested out of specification. The device was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed a no ventricular output condition. The no ventricular bipolar output condition was the result of lifted bond wires. Further review of the device memory reports indicate the device was functioning as intended at the time of explant. The lifted bond wires occurred either during or after the explant procedure. Therefore the final analysis results indicate the device had no anomalies. Other: it was reported the device was explanted and returned due to the safety alert. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. Further review of the device memory reports indicate the device was functioning at the time of explant. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications no conclusion can be drawn.